Manufacturer narrative:
The investigation revealed that this incident was presumably user related. The instrument logs were analyzed and no error was detected during the processing steps. A field service scientist has also been onsite and performed some tests with the cassettes the customer has been used (simport (m507 - micromesh ¿ biopsy cassettes), and has compared the simport cassettes with the micromesh cassettes from leica (ip activflo biopsy iii cassettes). The tests were performed in the presence of the customer and showed, that the leica cassettes immerse faster in formalin than the simport cassettes, and the leica cassettes empty the reagents faster than the simport cassettes. As result, the recommendation was to use the leica cassettes, because several tests were performed with the leica cassettes and good results. Additionally recommendation from the field service scientist was to modify the processing protocol regarding the leica recommended protocol.

Manufacturer narrative:
Additional information: added unique identifier (UDI) # in d4.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On 02 august 2021 leica biosystems received a complaint that the customer experienced damaged tissue samples during processing on their asp6025. As a result 3 tissue samples have not been diagnosed.